Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex shelf box and pouch. The device was returned in two (2) pieces. The catheter was inspected tactilely and under magnification. There were multiple hypotube kinks and the balloon was loosely wrapped. The hypotube was broken 75.5cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft break occurred. A 20mm x 2.75mm nc quantum apex balloon catheter was selected to dilate the lesion. When the balloon was negatively prepped prior to inflation, blood appeared in the hub. It was presumed the balloon had a hole in it, however when the balloon was attempted to be removed it was noticed that the distal shaft of the device snapped from the main shaft. The distal section was retrieved from the patient using a trapping balloon. The procedure was completed with another of the same device. No complications were noted and patient's status was stable.

Event description:
It was reported shaft break occurred. A 20mm x 2.75mm nc quantum apex balloon catheter was selected to dilate the lesion. When the balloon was negatively prepped prior to inflation, blood appeared in the hub. It was presumed the balloon had a hole in it, however when the balloon was attempted to be removed it was noticed that the distal shaft of the device snapped from the main shaft. The distal section was retrieved from the patient using a trapping balloon. The procedure was completed with another of the same device. No complications were noted and patient's status was stable.